Event description:
It was reported that on (B)(6) 2023, a 33mm epic plus mitral was implant in a patient. Device was explant due to severe mitral regurgitation with an eccentric jet coming from inside the ring of the valve showing on transesophageal echocardiogram (tee). Upon explant, there was a big tear at the base of the leaflets and an unknown device was implanted. The patient is stable.

Manufacturer narrative:
Explant due to severe mitral regurgitation with an eccentric jet coming from inside the ring of the valve was reported. The device was returned to abbott for investigation. The investigation found that the sewing cuff was intact and all three stent posts were normal in appearance. All three cusps were flexible and contained no tears, perforations or anomalies. The valve was sent for functional testing at the engineering test lab. Functional testing revealed leaflet function was considered normal with all leaflets opening while having no asynchronous motion or leaflet malfunction. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na.

Event description:
It was reported that on 04 may 2023, a 33mm epic plus mitral was implant in a patient. Device was explant for an unknown reason and an unknown device was implanted. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.